Manufacturer narrative:
(B)(4).

Event description:
It was reported that no transmitter life expectancy alerts were received. Data was provided for investigation. On (B)(6) 2019 at 12:40am a transmitter end of life final alert was received cleared and acknowledged. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data.